Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector initially recorded no obvious abnormalities. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, thus replicating the reported product issue. The tego connector was than disassembled to perform additional analysis of the internal componentry. The results recorded component damage to the silicone seal slit. Previous investigations of similar component damages/anomalies have identified these types of component damages are consistent with incorrect techniques/usage conditions that appear to have been caused during access with the syringe.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports ".. Blood leak on the caps, the seal is cracked. This issue seems to have happened after the disconnection of the syringe used to aspirate the liquid (no leak noticed before). ....". Additional event/usage information although requested has not been provided. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
Pending receipt of involved device.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports ".. Blood leak on the caps, the seal is cracked. This issue seems to have happened after the disconnection of the syringe used to aspirate the liquid (no leak noticed before). ....". Additional event/usage information although requested has not been provided.